Manufacturer narrative:
(B)(4). Eval method: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Eval result: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA. Eval conclusion: investigation is still ongoing on this event. When investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that when switching between the posterior/anterior (pa)/application profile (ap) modes to prepare for the next exam, the c-arc lost its balance and fell quickly down to the right side of the table (the foot end). The angulations of the c-arc passed the 45 degrees stop. No one has been injured because no patient was on the table.